Event description:
Particulate in syringe.

Manufacturer narrative:
It was reported that on 3/11, particulate was found in the syringe. The device was therfore not used. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.